Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of asthma and cough, also has tingling in her throat. The patient also alleged of taking medications. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of asthma and cough, also has tingling in her throat that are related to CPAP device's sound abatement foam. The patient also alleged of taking medications. The device was returned to the manufacturer's product investigation laboratory for investigation. The manufacturer performed the external and internal inspection observed an unknown contaminant on the front panel, bottom enclosure. Observed what seemed to be an unknown dust contaminant on the blower, blower seal, blower box and the inlet of the blower box. Hairlike particles were found on the blower isolator. A keratin-like substance was observed on the blower box outlet and the blower seal. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found one error code. The manufacturer has determined that they cannot directly address the symptoms described in the complaint. They have confirmed that there is no evidence of degradation or breakdown of sound abatement foam. Furthermore, there are no visible damages or functional failures of the device, indicating that the contamination likely originated externally to the device. In this report, section h6 has been updated.